Event description:
The customer reported biased results for amon when testing mas control fluids on the vitros 250 systems. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No pt sample results were reported. There was no report of pt harm as the result of this event.